Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) a review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the drawer 5.1 in the main unit was not detected on the bus and was not recognized. The field service engineer (fse) replaced the drawer controller board and the drawer solenoid to resolve the issue. The repair was tested using the hardware test application. The fse also tightened the screws in the hard stop and retested the drawer in the hardware test application to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5.1 failed, error message showed that device not detected on bus. Issue persisted even after rebooted pyxis. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.